Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c6tr01 ipg implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had diaphragmatic stimulation from the left ventricular lead. The lead was programmed off. A few days later, a new left ventricular lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.